Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels on the insulin pump. Customer¿s blood glucose level was 432 mg/dl at 6:10 am (B)(6) 2017. Customer¿s current blood glucose level was 211 mg/dl. Customer treated their high blood glucose levels with a manual shot. Troubleshooting for no delivery alarm was performed. Customer advised they replaced the infusion set multiple times and sometimes the issue remained unresolved while other times the issue was resolved. Customer advised they changed out their complete infusion set and reservoir which resolved the issue. Customer declined to check for air bubbles and the high pressure test was successful. Customer was advised the insulin pump worked as designed.